Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that they were hospitalized due to high blood glucose 850 mg/dl on (B)(6) 2018. The time of the incident is unknown. Customer did not have symptoms. Blood glucose value when admitted to hospital was 850 mg/dl. Customer blood glucose reading for time of the incident was 850 mg/dl. Customer current blood glucose reading was 246 mg/dl. Customer did used the insulin pump with 48 hours. Customer was treated at the hospital with insulin pen the names of the hospital customer visited is (B)(6). The reporter name is grandmother (B)(6). The reporter phone number is: (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. Customer did not perform hp test. Products will be returning for analysis.